Manufacturer narrative:
Corrected information: h3, h6 device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not show any visible anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 97% efficiency. Internal complaint number: complaint-(B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of the device history record. (B)(4).

Event description:
Agent contacted technical solutions through e-mail to report a prometra ii 20 ml pump that was explanted due to volume discrepancies. Agent reported that the patient was not receiving therapy. During the procedure, it was found that the patient's catheter had kinks in it. The section of the catheter was replaced and the physician decided to replace the pump as well. MFR 3010079947-2021-00009 captured the allegation against the catheter for this issue.